Event description:
Customer reported intermittent loss of image when moving to lateral position. Problem occurred during a pain case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hv cable assembly. Performed filament calibration. Verified system boot and fluoro function with no loss of video. System operates as intended.